Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
A patient experiencing lead migration/discomfort at ipg site/pain in groin was reported to abbott. X-ray confirmed the leads had migrated. The rep remapped and got better coverage of their lower back. The patient's device was fully functioning. It was explanted as the patient did not want the scs system any longer and any limitations it places on their activities. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.